Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm and no moisture damage electronic assembly. The numbers are not ramping up on ther own or scroll bar moving with no input. The insulin pump had a minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, physical damage, unresponsive keypad and alarmed button error. The customer stated the numbers on their keypad were scrolling. The customer's blood glucose reading was 217 mg/dl. The customer stated the insulin pump was exposed to perspiration, because of the cracks above the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.